Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device using a 6f sheath after an interventional procedure. Reportedly, when the needle plunger was retracted a cuff miss had occurred. The vessel was re-wired and the proglide device was removed. A second proglide device was used with the same results. Hemostasis was achieved using a third proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation; however, only the body of the device was returned and the returned components were normal and undamaged. Key components were not returned and the reported needle to cuff miss could not be confirmed. Based on the visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would contribute to the reported event.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.